Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had a monarc sling implanted on a unknown date. The patient's daughter indicated that "she is allergic to it."